Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation on (B)(6) 2006 due to uterovaginal prolapse, cystocele, rectocele, stress urinary incontinence, and enterocele. Following insertion, the patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, and bladder stones. It was reported that on (B)(6) 2011, the patient underwent revision procedure due to exposed bladder mesh. It was further reported that on (B)(6) 2012, the patient underwent mesh removal due to erosion of the mesh from vagina into bladder. (B)(4) ¿ urinary problems; bowel problems; recurrence; bladder stones. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent calibration and dilation of urethra, cystolithotripsy with electrohydraulic lithotripter, stone basket extraction and fulguration of bleeding sites on (B)(6) 2010 due to bladder stone. It was reported that the patient underwent another mesh implantation on (B)(6) 2011 due to hernia. (B)(4). This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-04696, 2210968-2015-06769 and 2210968-2015-06770. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning sensation, urinary frequency, dysuria and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2006 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04696. The same patient is represented in each medwatch.